Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) male patient who requires endodontic treatment on tooth #31. This tooth had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2012. Prior to placement of the lava ultimate onlay, the tooth had a large filling with decay underneath it. The tooth became sensitive and a root canal has been recommended.